Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed through non-destructive inspection (fluoroscopy) that the image sensor cable is buckled. It is thought that the output signal line was disconnected and shorted due to the image sensor cable buckling, causing the image to disappear when angled. The cause of the buckling of the image sensor cable is thought to be that a strong external load was applied to the image sensor cable due to stress that exceeded expectations, such as excessive twisting or bending. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows: "[inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the angle lever on the endoscope to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿bad image/no image" was confirmed. The following findings were also noted during device evaluation: according to attached email from engineer, the switches did not work due to defective power supply endoscopy processor. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. It is presumed that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A device history review revealed the device and confirmed that the device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): the inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection 3.8 inspection of the endoscopic system¿ [inspection of the endoscopic system] confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The device was returned to olympus for inspection, and the customer's reported issue ¿with certain bending, the image breaks down.¿ was confirmed. The following findings were also noted during device evaluation: according to attached email from engineer, the switches did not work due to defective power supply endoscopy processor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.